Event description:
A passeo-18 balloon catheter was chosen for treatment of a moderately calcified lesion (95 percent stenosis degree) in the moderately tortuous right lower limb artery. The device was used for pre-dilatation. During inflation the pressure reached six bar, but then went down to zero. It was noticed that the balloon has ruptured. The passeo-18 was removed and another balloon was used to finish the procedure.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the center of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole about 45 mm proximal to the distal x-ray marker. In close vicinity of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy.